Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were inaccurate. There was no reported impact to customer's blood glucose level. Tandem technical support reviewed pump data, and found the pump had shutdown due to normal battery depletion, and when the pump was powered back on the pump displayed an inaccurate date.